Event description:
It was reported that the patient had been complaining that the inflatable penile prosthesis (ipp) pump was performing inconsistently three years after implant. On some occasions it would inflate the cylinders and other times nothing would work. The patient underwent a surgical procedure in which is pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
D4:lot number updated. Investigation summary: laboratory analysis confirmed the reported performance allegation. Functional testing of the device identified that the pump did not activate within specification. This observation an affect the performance of the device and it is the most probable cause of the reported observations. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually and microscopically inspected, the kink resistant tubing (krt) was found worn to the filament though no leak was present. The pump did not pass functional/activation testing as it did not perform within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had been complaining that the inflatable penile prosthesis (ipp) pump was performing inconsistently three years after implant. On some occasions it would inflate the cylinders and other times nothing would work. The patient underwent a surgical procedure in which is pump was explanted and replaced. There were no patient complications.